Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and sufentanil via an implantable pump for non-malignant pain. It was reported that the handset was getting stuck at 91% -90% for about 2 months. They had wait 12 to 13 minutes to connect to the pump to get a bolus and they get a message to reboot the handset. They get 10 boluses a day. Agent assisted the patient with clearing the data on the handset. After clearing the data, the handset connected very fast to the pump. The troubleshooting steps that were taken on the call resolved the issue.